Event description:
A customer had a problem with the dual lumen piccs. The customer reports "leaking just below the butterfly wing. Dressing change on may 14 and on the 15th notice the leak. Chlorohezadine is used during the dressing change."